Event description:
The facility reported an infusion pump with a failure code 500.320. It was not known if the failure code occurred while infusing on a pt. The facility representative stated that no pt injury was asociated with this report and no incident reports have been filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested, but none was provided.